Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was implanted initially in sub-optimal position. The lead exhibited chronic dislodgement issue. Lead was capped and replaced on (B)(6) 2018. Patient was stable thorughout the event.